Event description:
It was reported that an intraocular lens (iol) zcb00 was required to be removed and replaced from the patient's left eye within the same procedure. It was reported that the physician put in the wrong power and therefore removed the lens immediately and replaced it with the correct diopter power lens. The incision was required to be enlarged that required suture during the removal of the lens. There was no patient injury reported. Patient was reported to be doing well post operatively.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. The returned lens was inspected at 10x microscope magnification. The lens was received cut in two pieces. Visual inspection revealed surface scratches, surface residuals (fiber/particles) on both pieces of lens. The lens condition is consistent with a lens that was removed from the patient's eye. The returned product labeling was inspected and found in accordance to specification. The insert case label, implant notification card and original box folding carton labels corresponded to serial number (B)(4) model zcb00 +17.0d. The manufacturing record review was performed. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instruction specifications. All test results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. Manufacturing record documentation showed that the product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of the report has been submitted. Placeholder.